Event description:
It was reported that the device did not emit any tones during evaluation. No tones could be heard even with a stethoscope. The dev ice was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).